Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced reduced vision. The iol was explanted and exchanged for an unspecified non-company monofocal lens in the secondary implantation procedure. Additional information has been requested.